Event description:
Updated summary: customer reported having a high blood glucose value. High was treated with a bolus from the pump. User then went to the emergency room on (B)(6) 2025, for a blood glucose of 26.9mmol/l. There was no hospitalization, no mention of elevated ketones, no diabetic ketoacidosis, and no fatigue. Customer felt sick, unwell, and had a headache. Insulin was given via the pump in the hospital. Customer had the flu. Per case (B)(4), the app was not working during the high blood glucose event. Helpline assisted with pairing the pump to the mobile device and the issue with the app was resolved. Customer declined further troubleshooting for the high. Per carelink, smartguard was not used. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump in use leading up to the hospitalization and high blood glucose. The customer reported a blood glucose value of 26.9 mmol/l. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, malaise, fatigue, headache treated with insulin pump (subcutaneous insulin infusion), emergency medical services/ambulance/emergency room visit. The event involved product(s) mmt-1885. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event, and the customer was used the auto mode feature. No further patient complications were reported. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1885.